Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. Upon examining aic for any visible defects, it was evident that the blue purge disc retainer was broken. The root cause of this issue was a broken purge disc retainer.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility biomed department reported that the automated impella controller (aic) had a broken purge clip and was removed from service. No patient involvement or harm was reported.